Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer has passed away in a hospital. The customer was in the hospital for approximately ten days prior to death. The customer was hospitalized due to hypoglycemia. Large bolus was delivered on the insulin pump prior to hospitalization. The reporter stated that the customer was already very seriously ill when arrived at the hospital. There were no other complications related to diabetes. The reporter did not know the customer's blood glucose at the time of the hospitalization or at the time of death. The insulin pump was disconnected as soon as the customer was hospitalized. The decision was made by the hospital. The official cause of death has not been released yet. The insulin pump will be returned for analysis.